Event description:
It was reported there was a left frontal head wound infection. The implantable neurostimulator and both extensions were removed. The infection was staphylococcus aureus. There was no patient death and no patient injury. The patient¿s status at the time of report was recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), product type extension; product ID 3387, lot # unknown, product type lead; product ID 3387, lot # unknown, product type lead; product ID neu_stimloc_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found it was functionally okay and there were insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.